Event description:
It was reported that during an unknown procedure, the device stopped working. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Information not provided during initial contact. The device was received with the tissue pad melted. The device was tested with a generator and an error code 5 was displayed. Visual examination found an area of the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be cracked at the discolored (blue). Possible cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process. A corrective and preventive action has been initiated to address the missing tissue pad.